Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers health care professional reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose over 700 mg/dl. Customers current blood glucose value is 161 mg/dl. The customer was treated with insulin drip, manual injection, insulin pump and admitting in emergency room. Customer declined to check basal rate settings for accuracy. The customer was wearing the insulin pump during the hospitalization. The device is not expected to be returned for analysis.